Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): (device displays error message).

Event description:
The customer stated that a sample tube with sample identification number (sid) (B)(6) was in the sampling position on the architect i2000sr analyzer. The architect i2000sr is connected to the accelerator aps. Error code 8275, sample presentation error, was generated. The laboratory automation system (las) transmitted sid (B)(6) for the results generated, instead of the correct sid for the tube in the sampling position. No adverse impact to patient management was reported.

Manufacturer narrative:
Error code 8275, sample presentation error, occurred on a sample on the architect i2000sr connected to the accelerator aps. System logs were reviewed. The i2000sr received two consecutive sample in position messages without receiving a sampling complete message after the first sample. The error occurred after a recent upgrade to the aps system software. Other complaints for the occurrence of error code 8275 on an i2000sr system attached to the aps were identified during a review of complaint tracking and trending metrics. (B)(4) determined that the system is not functioning as intended with regards to the events leading to the generation of error code 8275. So far, root cause has not been identified by (B)(4). Current labeling in the architect system operations manual describes corrective action for error code 8275. Abbott initiated an additional mode of control to lower the potential risk. The architect system software will be modified in that way that ordered test(s) that correlate to an 8275 error will be sent to exceptions without the opportunity to generate a result. This action will be addressed in a future release of architect system software planned for first quarter of the year 2012. The error scenario can still occur, but the software will prevent any results from being generated and released.